Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 days post implant of this bioprosthetic valve, the electrocardiogram (ECG) showed intermittent junctional escape rhythm with atrial flutter waves. The temporary pacemaker was still implanted from the implant procedure. No further treatment was prescribed. No adverse patient effects were reported. Additional information was received that 2 months post implant, the rhythm was successfully cadioverted to sinus rhythm. No adverse patient effects were reported. Additional information was received that 2 months post implant, after the successful cadioversion, symptomatic bradycardia was reported. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.